Manufacturer narrative:
Block h6: device code a041001 captures the reportable event of balloon pinhole. Block h10: investigation results visual examination of the returned complaint device found that the balloon and the catheter of the device had no damages. During the microscope inspection the balloon was dissected to inspect the ro markers (distal-proximal) and no defects were noted. Functional analysis cannot be performed due to the balloon lumen being occluded and could not be unblocked, likely due to dry contrast. The pinhole encountered in the balloon is possible to happen due to: encountered factors during the procedure, the interaction of the device and scope while the catheter's advancement in higher elevator angles, and the device's design as a contributor factor. These factors and interactions could have influence in the damage found in the balloon. Therefore, the most probable root cause is cause traced to device design. An investigation is in place to address this problem. A review of the device history record (DHR) was performed and confirmed that this device met all material, assembly and performance specifications. A labeling review was performed and from the information available, this device was used per the instructions for use (IFU)/product label.

Event description:
It was reported to boston scientific corporation that a hurricane rx dilatation balloon was used in the pancreatic duct during an endoscopic retrograde cholangiopancreatography (ercp) procedure performed on (B)(6) 2021. During the procedure, it was noticed that the distal end of the balloon was leaking due to a hole. Additional clarification to determine the size/nature of the hole has not been provided, so the reported event will be considered a pinhole. Reportedly, the device was removed from the patient and the procedure was completed with another hurricane rx dilation balloon. There were no patient complications reported as a result of this event.

Manufacturer narrative:
(B)(4). Although the suspect device has been received, the evaluation has not been completed. Therefore, the cause of the reported malfunction has not been determined. Upon completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental MDR will be filed.

Event description:
It was reported to boston scientific corporation that a hurricane rx dilatation balloon was used in the pancreatic duct during an endoscopic retrograde cholangiopancreatography (ercp) procedure performed on (B)(6) 2021. During the procedure, it was noticed that the distal end of the balloon was leaking due to a hole. Additional clarification to determine the size/nature of the hole has not been provided, so the reported event will be considered a pinhole. Reportedly, the device was removed from the patient and the procedure was completed with another hurricane rx dilation balloon. There were no patient complications reported as a result of this event.